Event description:
Additional information later reported the issue was believed to be a result of the patient¿s body habitus and restoration of function. Per the reporter the patient was recovering as expected.

Event description:
It was reported that the patient was experiencing device pocket erosion. The pump was prominent; pushing out of the patient's skin. The skin integrity was compromised because of the pressure along the inferior margin of the pump. The patient had been very active since the time of implant. The patient also noted integumentary changes and treated with petroleum jelly. A pump revision was planned. A cbc (complete blood count) was done. The pump was delivering dilaudid. The patient status was reported as "alive-no injury". It was later reported that the inferior margin of the pump eroded through the skin. The physician performed a total system explant. The patient's wbc (white blood count) and esr (erythrocyte sedimentation rate) were within normal limits. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter.